Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by plugging the pump into a different wall outlet and using a different charging cable, which eventually resolved the issue as the pump began charging. No further assistance was required.